Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left main coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the catheter shaft was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a kink in the hypotube located 28cm from the strain relief with a partial separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left main coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the catheter shaft was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.